Event description:
It was reported that the aspiration needle had a leakage occurred 2 cm above the tip, as if the needle was broken. The issue occurred during a therapeutic endobronchial ultrasound-guided fine needle aspiration procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device pebax heat shrink was damaged by a buckled flex spiral cut from the needle. A root cause could not be identified. Based on the results of the investigation, could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.